Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Per the response received from the health-care provider, the device is not available for return. The operative report was received but is in a different language and the copy is not readible. This was determined to be reportable per edwards lifesciences procedures. No additional information is available.

Event description:
It was reported that the device was explanted after an implant duration of less than 1 month, due to dehiscence. Information learned from implant patient registry and from the health care provider's response.